Event description:
(B)(6) has 540 tremetrics audiometers, model 757, that have printers that work sporadically, touch screen failures, headphone problems, and software issues. A (B)(6) 2010 upgrade attempt did not correct the problems. Repair is still required. The audiometers are out of warranty.